Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced insulin flow block alarm event on (B)(6) 2024. The blockage was located at site. Due to the blockage issue the patent's blood glucose level became high, which was treated with correction injection via multiple daily injection. No further information available.